Event description:
It was reported when the stimulation was on for too long, the patient¿s legs got weak. The patient turned it off and after some time they turned it back on. The patient didn¿t know how to use the programmer to turn it off. The patient needed assistance to turn it off. The patient wondered if they can feel the stimulation after they turn it off as they felt it was on. It was verified that the stimulation was off.

Event description:
Additional information received reported that the patient was still having concerns with their device or therapy but not sought further help.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product type: programmer, patient; (B)(4).